Manufacturer narrative:
Update: d4, d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
It was reported that during cryogen delivery at the user facility the device could not be shut off, potentially exposing the patient to excessive cryogen delivery. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during cryogen delivery at the user facility the device could not be shut off, potentially exposing the patient to excessive cryogen delivery. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.